Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 395445. There were no instances of false negative results detected. The validity of the runs, including meeting assay specification requirements, was verified. Customer data review: customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lot 395445 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lot 395445 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 395445. No new adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m hr hpv amp kit (list 09n15-090) lot 395445 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false not detected result on the alinity m hr hpv assay. Sid (sample ID) (B)(6) was tested on (B)(6) 2024 with result "not detected". Visual curve inspection shows presence of a raising signal for hpv 18 that was not accepted by the software. The sample was reprocessed on (B)(6) 2024 with result "hpv 18" detected. The customer provided information that each test was performed from a sample that was freshly aliquoted from the same master sample. The result for sid (B)(6) was released from the laboratory (B)(6) 2024 with result "hpv 18" detected. There was no report of impact to patient management.